Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No blank display, time/clock anomaly and no frozen display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons stopped responding and insulin pump had blank and frozen display. The customer blood glucose level was unknown at the time of incident. Customer stated that the contacts on the battery cap was not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer was advised to observe time clock for one minute to verify if time advances and time was advances. Troubleshooting was performed. The customer advised to that the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.